Event description:
The event is reported as: the clips fall out when attempting to close the applier. No clips were dropped into the pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.